Event description:
A malfunction alarm labeled "malf 1" was reported without any notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer planned to use multiple daily injections as a backup insulin therapy, and technical support arranged for the faulty pump to be replaced.